Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a pump head failure; this condition had the potential to interrupt delivery. This condition was found upon power up. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with a pump head failure was confirmed during product evaluation. The root cause of this condition was assigned to corrosion. The pump head module was replaced to correct this condition.this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.